Manufacturer narrative:
Approximate age of device - 83 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, patient was admitted for dry cough, fatigue, and left arm and leg weakness. Patient presented to the emergency department, where code stroke was activated and stroke was ruled out. Patient exhibited increased drainage from lvad driveline exit site that had cultured negative previously. A computer tomography of the abdomen showed fluid collection at the lower sternum, blood cultures were drawn, and vancomycin/zosyn was started. On (B)(6) 2019, the patient underwent re-exploration of sternum for infection, and purulence was found along the length of the surgical wound from lvad implant, wound vac placed. Culture was taken and tested (B)(6) for (B)(6) and patient diagnosed with severe sepsis staphylococcus aureus bacteremia and was upgraded on the transplant list. On (B)(6) 2019, patient underwent orthotopic heart transplant. The pump will be returned to abbott for evaluation. No further information provided.

Manufacturer narrative:
Section d10 and h3: additional information manufacturer's investigation conclusion: no device related issues were discovered during the evaluation of mlp-014410. A specific cause for the reported infection and sepsis could not be determined through this evaluation. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed the presence of only post-explant blood that appeared to have been exposed to a fixative agent. The evaluation revealed no evidence of any developed or adhered depositions or thrombus formations. The sealed outflow graft showed no evidence of distortion such as twisting or kinking. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log file data retrieved from mlp-014410 appeared to show the pump operating as intended with overall stable parameters and no atypical events captured. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.